Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had trace pointers were invalid. The customer¿s blood glucose was unknown at the time of incident. The customer stated that they were able to clear the alarm and unable to rewind the insulin pump. The customer was assisted with troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement and rewind test; it failed self test returning a pump error 75. In addition to this, an unexpected pump error 29 appeared. After swapping the boards out into another case, and then swapping a known good electrical board onto electrical board, the self test passed with no pump error 75 and no unexpected pump error 29. Both pump errors seem to be isolated to electrical board.